Manufacturer narrative:
Batch record review indicated product met release criteria. Investigation results show there were no significant differences in the gliding forces between the devices investigated by the supplier and the production batches. There have been two similar reports in the lot number. Investigation of the returned sample: functional/performance testing was inconclusive. Additional info was requested and received. (B) (4).

Event description:
A nurse reported the plunger seems to stop/move very heavily after injecting two-thirds of the syringe and the rubber tip of the plunger tilts when trying to force out the product. The pt's condition was reported as "good"; there was no pt harm.